Manufacturer narrative:
Final device analysis results reveal the #0 conductor wire is broken; the unit is fractured at the proximal edge of the #0 electrode. Product inspection shows the outer insulation material is intact. Visual exam shows both the distal tip and proximal connector ends are intact and undamaged. Investigation summary shows reduced device performance occurred and was related to the reported intra-operative product problem.

Event description:
The product was returned to the manufacturer stating the patient did not feel any sensation of stimulation during the scs trial. Intra-operative product interrogation detected high impedance readings and the device was changed out during the case. The patient received adequate therapy following device change-out.